Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep)regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had charged fully 10 days ago and they have had the device off since then. The rep stated that when they went to interrogate the device it was discharged. The rep was questioning how the ins could discharge so quickly. The patient is in the office and is charging fine. It was reviewed to check the patients recharge statistics and to check their use diary. Patient services also reviewed to check impedances, due to prior statements of issues. The rep stated that they would review all the aforementioned statistics. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the battery was charged to 50% and re-interrogated which displayed 15% usage since (B)(6) 2017, that the last full recharge to 100% was on (B)(6) 2017. There was a recommendation to recharge by every 9th day and high impedance values with leads. The rep informed and explained the situation to the patient. The rep also recommended to call the physician which the patient did while the rep was present. An appointment provided on (B)(6) 2017. The patient was provided the rep's mobile number and card, and instructed to call with further questions or concerns. The patient verbalized understanding and was to continue to recharge to 100%.